Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for the device reaching eri. During the procedure, externalized conductors were observed via x-ray. The lead was capped.